Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿leaking near the tip¿ was confirmed. The following findings were also noted during device evaluation: due to a cut on bending section, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, adhesive on bending section has wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the rhino-laryngo fiberscope was leaking near the tip. Upon inspection and evaluation, the bending section cover is missing. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loosening or detachment of parts could not be determined. Olympus will continue to monitor field performance for this device.